Event description:
It was reported that, "(B)(6) revised the knee. The tibial was grossly loose and debonded. He removed it by hand. The femur was not frankly loose, but came off easily. The patella was well fixed."

Manufacturer narrative:
An eval of the device cannot be performed as the device was kept by the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01350.